Event description:
It was reported that the 9800 system would not x-ray. It was noted that technique drives to max and gives low ma and low ky error messages. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the igbt snubber assembly. The system was tested and found to be working as intended and placed back into service.